Manufacturer narrative:
Reliability analysis inspected 1 opened sensor and performed bicarbonate buffer test. Sensor passed with accurate readings. Also found sensor cannula split from cannula tubing. Sensor was unable to confirm in said condition due to customer returned senor opened.

Event description:
The customer reported via phone call of cal errors and sensor errors. The customer stated that her blood glucose was 95 mg/dl. The customer stated that the needle is usually difficult to remove. The customer stated that the needle gets stuck in the serter. The customer was advised to disconnect the check the connector bridge on transmitter for damage. The customer was advised that the sensor may not be working, dislodged, bent or retracted. Customer will be sent a replacement sensor.